Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as a crossfire 28 mm flat liner. Additionally, an unknown alumina ceramic 28mm -2.7 head was reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Doctor did a washout and exchange of infected hip.